Event description:
It was reported occlusion alarms occurred. Reportedly, the customer used the same pump supplies for 3-5 days with humalog insulin, tandem technical support educated caller that pump supplies should be changed every 48 hours with humalog insulin. The customer also reported using cold insulin, which is considered off label use. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.